Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of ise alarms while trying to calibrate the ise indirect na, k, cl for gen.2 tests on a cobas 6000 c (501) module. While troubleshooting the issue the customer found that discrepant patient results were reported outside of the laboratory that needed to be corrected. The customer provided the data for 17 patients of which 12 had reportable malfunctions. 7 patients had a reportable malfunction for sodium, 5 patients had a reportable malfunction for potassium, and 4 patients had a reportable malfunction for chloride. Please refer to the attachment for patient data. There was no adverse event. The sodium, potassium, and chloride electrode lots were requested but were not provided. The field engineering specialist found that an "o" ring was missing on the ceramic block. The replaced the "o" ring on the ceramic block. The customer calibrated the system and ran controls with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
Qc data gave no indication of a reagent or instrument issue. The issue was resolved by the service activities performed by the field engineering specialist. There have been no further issues following the service visit.